Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-09151. It was reported the patient was involved in a severe motor vehicle accident last year. Reportedly, the patient began experiencing diminished therapy within the last several months. Diagnostic testing identified one lead with invalid impedances. As a result, surgical intervention may be undertaken at a future date to address the issue.

Event description:
Device 1 of 2 : reference MFR. Report#: 1627487-2018-09151. Follow up information identified the physician explanted the model 3163 lead and replaced it with a new model. Postoperatively, therapy was restored, and the issue was resolved. No intervention was performed on the patient¿s 3245 lead.